Event description:
Pt/user of the fmc dialysis device stated she was draining and then received an alarm. She stated she saw a lot of fluid leaking from underneath the cycler. At time of call pt had already disconnected and cancelled treatment. Pt was advised to clamp everything and remove the cassette. When pt removed the cassette she stated the door area was wet. The device was replaced. Pt will reverted to alternate treatment.

Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specs. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical eval indicates the pt did not develop any infection or complication. There was no reported ill effect from this incident and no medical intervention given. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.